Manufacturer narrative:
Approximate age of device ¿ 2 years 1 months 30 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has a low speed advisory on (B)(6) 2019 as seen on interrogations with multiple pi events. The speed dropped to 6870 and lasted for 2 seconds. This occurred while connected to the power module. His pi events have been noticed in the past and it was attributed to the low filling pressures on cath. The patient was asymptomatic and denies hearing any alarms at any time. The patient was sent for tte and abdominal xray. Customer reports patient was sent home on a no ground patient cable. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a low speed event; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The patient¿s submitted log file contained data from 01jan2019 to 09jan2019. The pump remained above the low speed limit until (B)(6) 2019 at 8:48 am when the pump had a momentary speed drop. The pump regained speed immediately following this event and remained above the low speed limit for the remaining duration of the log file. The patient was operating on the power module at the time of the speed drop. Although a direct cause of the speed drop could not be conclusively determined through this evaluation, based on previous complaint experience the low speed event observed within the log file could be indicative of an issue with the driveline. There were no further atypical alarms. The account reported that the patient that the patient would be left on a grounded patient cable and would be monitored for further alarms. The patient was discharged home and remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.